Manufacturer narrative:
Evaluation shows that stitching coming loose on strap. Should additional information become available a supplemental record will be filed.

Event description:
Sling is fraying on the strap customer states has followed all washing instructions.